Manufacturer narrative:
No lenses were returned for evaluation. The complaint is unconfirmed. Submission of a report date does not constitute and admission that medical personnel of the product caused or contributed to the event.

Event description:
Coopervision was made aware by the patient that two lenses caused pink eye in both eyes and one lens tore. The patient was seen by a health care practioner on (B)(6) 2013. Physical exam revealed trace discharge from right and left eyes and conjunctiva injected right and left eyes. The patient was diagnosed with bilateral bacterial conjunctivitis. Antibiotic/ steroid eye medication was prescribed. The physician noted that it is not known if the condition is resolved or if the medical complaint resulted in a permanent condition, or if intervention was required to preclude permanent impairment of eye structure or function, or if there are temporary or non-sight threatening conditions. No lenses were returned. The complaint cannot be confirmed. This complaint is reported in abundance of caution.